Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket was failed. A field service engineer assisted the customer to reboot the station to resolve the issue. The system functioned as intended after the field service engineer assisted the customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed and could not be opened, requiring maintenance. The station was rebooted and storage space recovery was performed; however, the issue persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.